Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post pocket closure the right atrial (ra) lead exhibited variable threshold, oversensing and dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.